Event description:
Event description: it was reported by the caller that during an atrial fibrillation case the boston farawave pfa catheter was "going into the cobra position" while in the left atrium. The caller stated that the physician was changing the catheter shape from basket to flower, was pulling the catheter in and out of the sheath, and overall doing a lot of catheter maneuvering to get the catheter out of the cobra shape. The caller stated that at this point the physician went to advance the guidewire in the right superior pulmonary vein and the guidewire got stuck (it would not advance and would not pull back into the catheter). The physician then pulled that catheter and the guidewire out together and the caller stated that there was a "chunk of tissue on the distal end of the catheter". The caller stated that the injury was discovered when they saw the cardiac tissue on the end of the catheter. The caller stated that the injury was not confirmed in any other way. No medical intervention was provided and the patient is stable. The caller stated that they checked for a pericardial effusion and no effusion was found. The boston farawave catheter was replaced and the case continued. The caller stated that the boston rep said they have seen this issue before and said that it can happen when pulling the wire back when it is in contact with tissue since the lumen of the catheter and the guidewire can pinch the tissue and the tissue gets pulled into the lumen of the guidewire when the catheter & guidewire are pulled out. The caller stated that the boston rep called this impingement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).